Event description:
After a diagnostic laparoscopy the surgeon discovered an abrasion or burn the size of a postage stamp midway between the umbilicus and pubis on the pt's skin. At this point the surgeon examined the 5mm dissecting hook of the harmonic scalpel and found what appeared to be melting or peeling of insulation in approximately four areas on the device. Upon examination of the 5mm surgiport trocar used on the case, the surgeon discovered what appeared to be an melted area on the seal and at the distal end of the trocar cannula. The surgeon noted this in his charting and the or dept contacted the rep. The trocar, dissecting hook, generator, and handpiece are in the hosp biomedical dept for testing. Other than the abrasion/burn noted by the surgeon, no add'l post-op complications have been discovered. The rep reports the surgeon did torque the 5mm dissecting hook quite a bite. 8/21/97 the hosp is holding the device. If they release it, the rep will call.